Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a single component failure on the printed circuit board. This report is made based on the results of an investigation completed on 12/30/2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 12/30/2013 with the following findings: powered up pump and immediately went to alarm screen removed pump from case and inspected circuit boards. A single component was found to be the cause of the incorrect battery alarm. Unable to complete failed steps due to a alarm.